Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the device was interrogated with the clinician programmer on (B)(6) 2016, everything was in normal range except pair 06 which was out of range and had been since implant of the current ins. It was noted that 06 was an open circuit. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
An impedance test on (B)(6) 2016 showed that contact 6 was greater than 10,000 ohms.